Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received failed battery test alarm. The customer's blood glucose was 245 mg/dl at the time of incident. The customer stated that the blood glucose went up around 400 mg/dl due to the failed battery test alarm. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The insulin pump will not be returned for analysis.